Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe was used during a balloon dilatation procedure (event date and patient age, gender, and weight are unknown). According to the complainant, during preparation, it was noted that the pointer of the gauge did not indicate zero. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe was used during a balloon dilatation procedure (event date and patient age, gender, and weight are unknown). According to the complainant, during preparation, it was noted that the pointer of the gauge did not indicate zero. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results. A visual examination of the returned device found the needle of the gauge was stuck in a position past 12atm's. No other visual defects were noted on the device. Visual inspection confirmed the complainant's report that the needle of the gauge was not indicated at zero; therefore, a functional evaluation was not required. It is possible that the gauge was damaged during storage or preparation of the device at the user facility. The most probable root cause of this complaint is handling damage.